Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative and it was reported that the troubleshooting performed was reviewing the pump logs. The pump was then programmed to the patient's previous level on (B)(6) 2016 per the managing physician's orders. The pump was replaced on (B)(6) 2016 and the catheter was revised; a new sutureless connector was used. The issue was resolved. The cause for the low battery reset, the pump going into safe state, and the patient not hearing the alarms was not determined.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis of the pump found that there was a low battery reset with an undetermined cause. Analysis of the catheter found that there was coring/tears/cuts in the seal of the sc connector. The eval code-conclusion for the pump was update. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The eval code-conclusion for the catheter was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Event description:
Additional information was received from a manufacturer representative on 2016-nov-09. The device system was returned with no new information.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Device code was replaced with device code to better align with the situation as reported in the new information received by the manufacturer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative on (B)(6) 2016. It was reported that the catheter revision that occurred during the patient's pump replacement on (B)(6) 2016 occurred per the request of the surgeon to replace the sutureless connector. No known device issue was reported.

Manufacturer narrative:
The device manufacturer¿s registration system indicates that the device was replaced.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 1700mcg/ml at min rate mode and morphine 50mg/ml at min rate mode. The indications for use were non-malignant pain and chronic low back pain. It was reported that the patient presented to the emergency room the day of the report with withdrawal symptoms. The pump was interrogated today and a safe state with low battery and reset on (B)(6) 2016 was confirmed. The patient never heard the audible pump alarm per the reporter. The reporter planned to confer with the patient's pump managing physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturers representative (rep). It was reported that the pump would be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.